Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information reviewed, the reported difficult or delayed positioning (leaflet grasping and leaflet capture) and tissue injury appear to be related to patient morphology/pathology. The reported dyspnea and unchanged mr appear to be cascading effects of the tissue injury. Dyspnea, tissue injury and mr are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported difficulty visualizing the clip appears to be related to patient anatomy. The reported hospitalization, unexpected medical intervention, and medication required were results of case specific circumstance. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4+ functional mitral regurgitation (mr), rotated heart, mitral annular calcification (mac) and thin leaflets for a mitraclip procedure. During the procedure, first mitraclip was implanted on medial side of anterior and posterior leaflet 2 (a2/p2) with minor reduction in the mr. Several attempts were made to place the second clip closer to the first clip, however due to the weak tissue, posterior leaflet was kept coming off, there was difficulty grasping and capturing the leaflets. It was decided to implant the second clip on the lateral side with no reduction in the mr. It was observed that there was a leaflet damage in the area of initial grasp. Imaging was difficult. Intra-aortic balloon pump (iabp) was inserted to the patient. Per the physician, leaflet damage was due to the patient pathology, frail body habitus and friable leaflets. The final mr was grade 4+. There were no adverse patient effects or clinically significant delays reported.